Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician evaluated the cardiohelp device confirming that the screen does not reliably power up and intermittently displays a defective battery message. Unit was removed from service and taken to maquet service center for repair. Hospital was issued a loaner unit. (B)(6) 2013- cardiohelp sensor panel (B)(4)with defective capacitor was retrofitted with new sensor panel (B)(4).

Event description:
On (B)(6) 2013 at (B)(6), reported cardiohelp unit (B)(4) would not power up while on ac power. Green on/off led light was illuminated. (B)(4).